Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the device exchange procedure, the physician noted that there was insulation damage on the left ventricular (lv) lead. The physician repaired the lv lead and all measurements were stable. The patient was stable and will continue to be monitored.